Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2014 with the following findings: the keypad cover is torn near ok button and all keypad symbols are worn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The up, down and ok buttons are intermittently unresponsive and the contrast button responsive. Removed keypad cover to check the condition of key contacts and contamination was visible under all key contacts. The battery compartment has a crack near the pump case seal. Pump case has a crack at top-right corner of display lens. The audio bolus button is torn with a small hole at the center of button and the button is still operable as normal.